Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including fast testing, electrical safety testing, shock testing and impedance testing without duplicating the report. After running the fast testing, the error was cleared and did not re-occur. The device was recertified and returned to the customer. The electrode pads were not available for review as part of this investigation. Analysis of reports of this type has not identified an increase in trend.